Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the neuron max became kinked toward the proximal shaft and it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the device can not be located at the hospital. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device can not be located at the hospital.

Event description:
Additional information was received to clarify at what point during the procedure the neuron max became kinked; therefore, the event description has been updated as follows: the patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max, it became kinked toward the proximal shaft and it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.